Event description:
It was reported that the catheter was inserted in this patient. When the catheter was being maintained at another hospital, liquid leaks occurred at the screw of the connector. A locally made connector was used currently.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx5241 showed sixty-six other similar product complaint(s) from this lot number.